Event description:
It was reported that the ilet generated alert 28 after a supply change, and the alert recurred after a restart, consistent with a battery thermistor range issue; the user was instructed to restart, then to replace the ilet and transition to backup therapy with multiple daily injections. Symptoms included hyperglycemia with a reported blood glucose high of 280 mg/dl for several hours. Outcomes included temporary interruption of automated insulin delivery, switching to backup therapy, and device replacement. Investigation included review of device history available to the user and field troubleshooting. Investigation of this case revealed that the battery thermistor was out of range, resulting in repeated alerts and cessation of normal therapy. It was concluded that the device experienced a battery-related malfunction necessitating replacement, and the user continued glycemic management via backup therapy without medical intervention.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.